Event description:
It was reported that the balloon ruptured. A 4.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for an endovascular therapy (evt) procedure for lower-extremity arterial disease of the superficial femoral artery. The lesion was 75% stenosed with moderately tortuous anatomy (simple curvature) and severe calcification. After one inflation, the balloon ruptured at 5 atm pressure. The balloon was removed without any problem. There were no patient complications, and the case was completed with a different device of the same model.